Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated with a shot. The customer declined troubleshooting, but stated that they cause of the issue may be due to a bent cannula. The customer was advised to change the infusion set. The device was not sent back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.